Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative about a patient with an implantable neurostimulator (ins) for non-malignant pain and brachial plexus. It was reported that the patient was at the vet with their dog who has a rfid (radio-frequency identification) chip implanted. It was reported when they scanned the dog with a handheld wand the patient was standing next to it and felt their stimulation turned on. It was also reported that the patient confirmed with the programmer that the ins had been off and then turned on, back to the settings it had been at previously. The patient didn¿t experience a change in therapy and the patient was fine afterwards. It was recommended that the patient move away from the handheld wand when it¿s used in the future. The event occurred at the end of the year, around (B)(6) 2016.